Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone jaw boots detached from the hemopro. All pieces were retrieved. It was also reported that there was significant bleeding at the end of the case. The pt was reportedly fine. The same device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).